Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies was observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed to power on. Device was able to power on after a while with backlight on and nothing displayed on the screen. During benchtop analysis the power rails measured initially was very low voltage at bat+ and the device was unable to reset or power off. The u60 was replaced and the device passed with no errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to turn on and the screen appeared to power on but then went dark. It was noted that the main printed circuit board (pcb) was out of specification electrical. The hanger assembly was broken. The upper case was broken and dented. The liquid crystal display(lcd) was creased. The epg was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. It was noted that the screen appeared to power on but then went dark. There was no patient involvement.